Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up visit, the left ventricular lead exhibited low impedance. The lead was explanted and replaced. The patient's condition post procedure was fine.